Manufacturer narrative:
The samples were drawn in-house using 5 ml lihep plasma tubes. The tubes were full draws. Qc on the day of the event performed outside of the customer's established ranges during the third shift. The qc failure prompted the operator to repeat all critical accutni tests that had been ran on the third shift. The customer did not report any issues with other assays at the time of contact. System check data supplied by the customer from (B)(6) 2011 failed to meet instrument specifications. The customer did repeat the failing portion of the system check and obtained passing results, however, a full system check run was not repeated. A bci field service engineer (fse) attempted to prime the fluidics system of the customer instrument and air bubbles were observed in the wash pump. The fse replaced the seals, belt, rotor, and o-ring on the wash pump, as well as the seals and belt on the precision pump. The fse verified instrument hardware by performing a system check and a high sensitivity system check within instrument specifications. The fse performed qc within the customer's established ranges after service was completed. Although some hardware issues were addressed by the fse at the time of service, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous elevated accutni results above the acute myocardial infarction (ami) cut-off for two patients generated by access 2i (lxi) immunoassay system. The results were not reported out of the laboratory. The samples were repeated on the same unit and alternate unit. Lower result within the risk stratification range for one patient and result within the normal reference range for the second patient were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.